Event description:
The service report shows that the customer reported that the ventilator's filter heater was damaged. The co's customer support engineer (cse) verified that the filter heater was not operational. The cse replaced the filter heater assembly. The unit passed its performance tests. This report is not an admission by co that this device caused or contributed to the event alleged in this report.